Manufacturer narrative:
Clinical review: a clinical investigation was performed. Based on the available information, the patient¿s peritonitis is probably associated with a breach in the sterile pd pathway during pd treatment as a result of a loose connection between the fresenius safe lock apd luer lock and the icodextrin pd bag. Manufacturer investigation of the fresenius safe lock apd luer lock connector is not available at the time of this clinical investigation. However, it was reported the patient experienced the loose connection after moving the liberty cart during the last fill of the pd treatment which could have caused the loose connection to occur. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that their safe lock apd luer lock connector came loose during treatment and they contracted peritonitis. Upon follow up, the pdrn stated that the patient experienced a loose connection between the fresenius stay safe apd luer lock connector and the icodextrin pd solution bag after the patient moved the cycler cart into another room during the last fill of the pd treatment. The patient was experiencing cloudy pd effluent (on the manual drain) and abdominal pain. As a result, the patient presented to the outpatient pd clinic the same day and a pd culture was obtained which revealed an elevated white blood cell (wbc) of 223 and growth of coagulase negative staphylococcus consistent with a diagnosis of peritonitis. The pd nurse reported the patient¿s peritonitis was associated with the loose connection between the stay safe apd luer lock connection and the icodextrin pd solution. The patient was treated with vancomycin (2 grams) intra-peritoneal (ip) every 5 days and meropenem (1 gram) ip daily on an outpatient basis. The patient is reportedly recovering. The patient reportedly continues pd therapy without any further reported leaks or issues.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: date of event.